Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The customer reported that the doctors noted that the device gives very hot flow to patients and not the humidifier. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported very hot inspiratory flow for the device issue on the vela ventilator. At this time, the customer reported alternative ventilation was provided to the patient and allegation of patient harm but has no description.